Event description:
It was reported that during an electrophysiology procedure the maestro 4000 controller zero cost was selected for use, it was found that the device reported an error of d08 check pod. After the device bin was replaced, the issue could not be solved, and the procedure was not completed due to this event. The patient was sedated with local anesthesia, patient is stable, and no patient complication or other additional intervention were reported. It is unknown if the device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device. If there is any further relevant information from the review, a supplemental medwatch will be filled.